Event description:
It was reported the quantum 2 surgery system display was only partially visible during the procedure. As a result of troubleshooting attempts, the pt encountered a surgical delay of approx 30 mins. The procedure was completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.